Event description:
Customer states the device is failing opchecks for therapy knob failure. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.